Event description:
According to the reporter, while suturing during a colorectal procedure, the device thread broke. A new suture from the same lot was pulled to complete the procedure with no issues. The patient status is alive with no injury.